Event description:
Caller reported that the customer had a blood glucose level of 462 mg/dl earlier in the day of the call. Caller also reported that the customer had keytones of 5.4 mg/dl. Customer treated this high blood glucose level with a manual injection. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level had come down to 416 mg/dl later in the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.